Manufacturer narrative:
Batch review performed on 23-12-2024. Lot 188998: (B)(4) items manufactured and released on 04-02-2019. Expiration date: 2024-01-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 4 years 6 months from primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and swapped the poly. The surgery was completed successfully.